Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by the customer while pre-filling the catheter with 0.9% ns 20ml during PICC tube placement for the patient, water was found to be oozing out of the catheter at the 20cm mark, which was broken at the 20cm mark, and the catheter was immediately replaced. Catheter placed for chemo. No other information was provided.